Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during an unknown surgery, prior to the alix advance br anchor w/permatape permacord implant device being inserted into the body, a crack was found on part of the anchor. The user stopped using the device, and the surgery was completed with no issues. There was no surgical delay and no harm to the patient. The device was discarded in the hospital. The device was brand new and the first use when the issue occurred. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. No further information is available.